Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device as well as a companion sample was received for evaluation. Visual inspection and functional testing were performed on the device. Visual inspection of the device did not identify any abnormalities or defect that could have contributed to the reported condition. Functional testing was performed and did not identify any flowing problem. The liquid was flowing correctly through the tubing and that the set was conforming as per product specifications. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set was involved in a no flow incident. This occurred while attempting to draw blood from a patient. One end of the set was connected directly to a catheter (non-baxter product), and the other end was connected to a lock type blood collection device (non-baxter product). Priming was not performed. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available at this time.